Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery? What is meant by clamp not functioning? Please describe what is meant by disinsertion of branch. Did the device cut and staple? If so, please describe staple form. Did the patient require a blood transfusion? What is the current patient status? "During a videosurgical lobectomy and after performing three more staplings with the same clamp, another branch of the pulmonary artery should have been stapled. The clamp was activated and stapling was performed, but the clamp did not open after stapling was over. During manipulations and before activating the "manual override" the artery was disinserted leading to a major hemorrhage that required conversion to an emergency thoracotomy, to control the bleeding. However, the patient was released in good condition from the hospitalization service and is subject to the postoperative consultation to 30 days, so far she is well.

Event description:
It was reported that during a lobectomy, the clamp was not functioning. At stapling a branch of the pulmonary artery , it resulted in disinsertion of this branch. Consequences : significant haemorrhage requiring emergency thoracotomy.

Manufacturer narrative:
(B)(4). Batch number # p56m06. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.